Event description:
The original report stated that after deployment and post-dilation of a 26mm sapien xt valve, a small amount of flow between left and right ventricles was noted on tee and root angio. A small pericardial effusion was also noted. The patient returned to the csicu with a plan to repeat chest CT and tte. Medical records were later received stating 3 days post tavr, the patient returned to surgery. Additional echo and CT had suggested aortoventricular fistula. Due to respiratory failure, the patient returned to surgery urgently for repair. During the operation, annular rupture was found in 2 places; 1 site below the left main coronary artery, and 1 fistulous communication below the right coronary artery to the right ventricle. The ruptured areas were closed with bovine pericardial patches; the sapien xt was explanted and a new magna valve was positioned with a mean gradient of 10mmhg and no remaining shunt. The patient tolerated the procedure well and was taken to the ICU in stable condition. During the tavr procedure, the sapien valve was deployed in a 50:50 position with 1cc less than nominal volume. Tee revealed mild paravalvular leak (pvl). Post dilation resolved the pvl, although a small amount of flow was noted between left ventricle and right ventricle on tee. The native annulus diameter measured 25mm by tee, and 19.3mm x 27.1mm with an area of 413mm2 by CT. The native annular was severely calcified and the native leaflets were moderately calcified.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the rupture cannot be confirmed; however, the severely calcified annulus could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.